Event description:
It was reported that the patient sought medical attention with skin irritation that developed at the pod infusion site. The patient's diabetes nurse consulted with their paediatrician to issue a prescription for topical hydrocortisone acetate cream 10 mg/g (1%) to be used sparingly to heal irritation that occurs at pod infusion sites.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.